Event description:
Patient presented with high lead impedance and the patient is being referred to neurosurgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.